Event description:
The customer reported issues with their device, including device shutdowns during work, random altitude alarms. There was no adverse impact to the customer¿s blood glucose level. The customer switched to insulin shots for a day and declined further follow-up from technical support. The customer is currently out of warranty and in the process of renewal. No additional information was obtained.